Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500mg/dl. Reportedly, an unknown malfunction occurred. Additionally, customer was using admelog for insulin therapy. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, customer reverted to an alternate form of insulin therapy.